Manufacturer narrative:
After information was received through a legal claim and processed as a new complaint, it was identified as a duplicate report. The information provided in the original report gave no indication that this device was reportable. Therefore, a legacy supplemental was generated and any subsequent reporting will be processed under report MFR# 0002249697-2019-00189.

Event description:
Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2010 that failed and required revision on (B)(6) 2015.

Manufacturer narrative:
An event regarding altr and corrosion involving a meridian pa hip stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the stem was left implanted. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "no clinical or past medical history and no MRI images or report are available for review and no histopathology diagnostic of pseudocyst, altr or metallosis is noted. After nearly six years in situ in this obese patient, some corrosion limited to the trunnion within the femoral head is not unexpected. After cleaning the retained trunnion, the surgeon felt the trunnion was acceptable for a new ceramic head directly applied without an interpositional sleeve. No material or manufacturing defects were observed on the head in the material analysis report. There is no evidence that factors of faulty prosthetic components were responsible for this clinical situation." Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the reported event was not confirmed nor a root cause could be determined as insufficient medical information was provided to fully investigate the event. A review of the provided medical records and x-rays by a clinical consultant indicated: "no clinical or past medical history and no MRI images or report are available for review and no histopathology diagnostic of pseudocyst, altr or metallosis is noted. After nearly six years in situ in this obese patient, some corrosion limited to the trunnion within the femoral head is not unexpected. After cleaning the retained trunnion, the surgeon felt the trunnion was acceptable for a new ceramic head directly applied without an interpositional sleeve. [...] "There is no evidence that factors of faulty prosthetic components were responsible for this clinical situation." If additional information and/or device becomes available, this investigation will be reopened. Not returned.

Event description:
Surgeon removed existing 36mm +5 v40 femoral head and replaced it with a +7.5 v40 biolox. Update 12/18/2019: its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2010 that failed and required revision on (B)(6) 2015. Event update per medical review: "on (B)(6) 2015 a revision of the right total hip, changing from a cobalt-chromium to a ceramic head, was performed for a diagnosis of ¿trunnion corrosion with pseudocyst¿.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2010 that failed and required revision on (B)(6) 2015.